Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, the user interface module (uim) screen is blank intermittently. The customer stated there was no patient involvement associated with this event.

Manufacturer narrative:
Vyaire complaint #: (B)(4). Results of investigation: the suspect component was received by vyaire and an investigation was performed. A vyaire failure analysis lab technician was able to duplicate the reported "uim does not power up" problem. Bench testing revealed a depleted coin cell battery and thermistor to be out of specification to which may have contributed to the reported failure. Both components were replaced and the reported issue was resolved. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.